Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the rapid pacing during the deployment of the valve was used. Once the valve was deployed and the temporary pacing was off, the complete heart block was identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the patient experienced desaturation during anesthetic preparation, prompting the administration of general anesthesia. During the procedure, the valve was recaptured and redeployment three times. The final deployment resulted in a deep implant depth of approximately 8-9mm into the left ventricular outflow tract, which led to electrocardiogram changes and the detection of a complete heart block. As an intervention, a pacemaker was implanted in the catheter lab immediately following the tavi procedure.

Manufacturer narrative:
Additional information: section b5 - third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, the patient experienced desaturation during anesthetic preparation, prompting the administration of general anesthesia. During the procedure, the valve was recaptured and redeployment three times. The final deployment resulted in a deep implant depth of approximately 8-9mm into the left ventricular outflow tract, which led to electrocardiogram changes and the detection of a complete heart block. As an intervention, a pacemaker was implanted in the catheter lab immediately following the tavi procedure. Additional information received indicated that the rapid pacing during the deployment of the valve was used. Once the valve was deployed and the temporary pacing was off, the complete heart block was identified. Additional information was received indicating that the reasons for the first, second, and third recaptures were placement too high, placement too low, and placement too high, respectively. According to the physician, the deep implant depth on the final deployment was intentional as the patient's aortic angulation and previous tissue valve made the implant difficult. The physician also confirmed that the delivery catheter system did not cause or contribute to the complete heart block and subsequent interventional pacemaker implantation.